Event description:
It was reported the customer had inaccurate readings with their sensor. Customer also reported receiving inaccurate alarms of high and low blood glucose. The customer also reported experiencing extreme high and low blood glucose. The customer reported a past blood glucose of 29 mg/dl and 400 mg/dl. Customer's current blood glucose was 192 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.